Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) was stuck to the advancer tube. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. The balloon was fully deflated after shutting down. There was no over tamping. The deployer shuttled down completely. A 6f non-cordis sheath was used. The femoral artery¿s suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of 6f non-cordis the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The procedure was an interventional cardiac catheterization and used a retrograde approach. The deployer¿s mynx trained. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was discarded; therefore, it will not be returned for evaluation. The reported event of ¿sealant-sealant stuck to device components¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the sealant becoming stuck to the advancer tube, especially since it was not provided whether the sealant became stuck during attempting to deploy or during removal of the device from the patient. If it occurred during deployment, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to the sealant sticking to the device. If it occurred during removal of the device from the patient, the event can be attributed to the technique used during device removal after deployment. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ also included in the IFU, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or if a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall and stick to the advancer tube. Based on the information available for review, there is no indication that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) was stuck to the advancer tube. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. The balloon was fully deflated after shutting down. There was no over tamping. The deployer shuttled down completely. A 6f non-cordis sheath was used. The femoral artery¿s suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of 6f non-cordis the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The procedure was an interventional cardiac catheterization and used a retrograde approach. The deployer¿s mynx trained. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was discarded; therefore, it will not be returned for evaluation.